Manufacturer narrative:
When the customer initially reported the problem, it was discovered that they were using an isolation medium with antibiotics which is not recommended for this product. After the customer retested the strains using a recommended isolation media, one strain was correctly identified and the other two strains were still misidentified by the gp card. The two strains have been sent to biomerieux for additional evaluation since they appear to have several atypical reactions.the identification of the two strains has been confirmed. The internal evaluation is still in progress. It will include biochemical tests as well as analysis of other factors that could affect the organism identification. If appropriate, the two strains will be included in the next update of the gp knowledge base. Trends for s. Agalacctiae identification will be monitored through the complaint handling system on an ongoing basis.

Event description:
The biomed subsidiary reported that a customer called to say that the vitek 2 gp (gram-positive identification) card had misidentified bacterial isolates from three pts as streptococcus dysgalactiae spp. Equisimilis instead of streptococcus agalactiae. One of the isolates was from a pregnant woman. The error was noticed when a pt with a negative s. Agalactiae report came back to the lab for control purposes. The correct identification of s.agalactiae was made at that time and the pt received appropriate antibiotic therapy before the birth of her baby.